Event description:
The customer reported that the unit is running on internal battery on. The unit was not in use on patient. The pse (product support engineer) advised customer to unplugged power supply cable and tested dc voltage coming from power supply. The customer found cable had no voltage. The pse advised customer to replace power supply.

Manufacturer narrative:
Device out of warranty.